Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with compression fracture at t12; and underwent balloon kyphoplasty. Intra-op, when the balloon was inflated to 4cc, the balloon interfered with the endplate. There was no malfunction with the balloon. When the cement was filled to 3.5cc, the cement leaked to the left side; however, the procedure was completed successfully with the same product. No patient complications were reported due to this event.